Manufacturer narrative:
Returned samples were reviewed, thin areas were identified. The returned complaint filters from the customer had holes that appeared to have been caused by mechanical damage. Potentially the filter retain plate or instruments pressed against the filter inside the sterilcontainer. You can see where something rubbed or pinched the paper leading to the cut/holes. Manufacturing, quality, and technical teams are all aware of the complaint. Complaint will be closed as confirmed, not a manufacturing defect. No further action will be taken at this time.

Manufacturer narrative:
The device subject of the reported event was returned to crosstex for evaluation. No similar complaints have been recorded for us751, lot: 2411001. The DHR (device history record) has been reviewed, no discrepancies noted. The returned complaint filters from the customer had holes that appeared to have been caused by mechanical damage. Potentially the filter retain plate or instruments pressed against the filter inside the sterilcontainer. You can see where something rubbed or pinched the paper leading to the cut/holes. Investigation still ongoing.

Event description:
Supplier reports holes are showing up in filters. After customer examined these filters, they had weak spots in them, and when they were processed they created pin hole sized holes. Customer found unused filters with pin holes as well.